Event description:
Patient participated in a (B)(4) study of treatment for 1 of 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, facet hypertrophy osteoarthritis (lateral recess stenosis), and congenital spinal stenosis. Patient was implanted with a tplif spacer at levels l4, l5 size, with pedicle screws at l4 and l5. Patient was implanted with a click-x for supplemental fixation. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 48 months. Surgery date was (B)(6) 2006, and postoperatively patient experienced csf leak, requiring closed intraoperatively same day. This report is 14 of 14 for the same event. This complaint is on the screw head at l5.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.